Event description:
Hcp reported pt presented in 2004 with signs of an infection of the device pocket. These include redness and pain. Cultures of the device pocket and csf were done. Type of organism cultured is not noted. The pt was treated with IV antibiotics and total device system explant the same day. Hcp reports pt's infection is resolved without drug withdrawal. Pt had past history of infection with leg instrumentation with prolonged antibiotics, which was not divulged until after this episode.